Event description:
Information was received indicating that a patient with a smiths medical portex® bivona® adult tts¿ tracheostomy tube makes a whistling noise with breathing. A backup tracheostomy (trach) was reported to be on hand. There were no reported adverse patient effects.

Manufacturer narrative:
One tracheostomy returned for evaluation. The device was reviewed and it was found to meet all of the dimensional requirements. The product was visually inspected and found to have no abnormalities, as well as leak tested. It has passed all functional testing. The reported customer complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.